Event description:
It was reported that customer experienced broken pump screen that resulted in unresponsive and unreadable touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer pump was able to start, charge, and connect to computer, device return was arranged for further evaluation, and replacement pump was provided.